Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was confirmed; however, the cause is unknown. Per visual evaluation noted that the balloon had a ruptured/burst. No pieces are missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities; 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a nurse noted that the catheter leaked urine. The nurse attempted to withdraw saline from the balloon; however, was unsuccessful. Subsequently, an attempt was made to instill saline; however, leakage was noted at the insertion site. The catheter was removed, and it was noted that the balloon had ruptured. It is unknown if there are any missing pieces. The catheter was placed on (B)(6) 2016. It was later reported that a scope was not done. The patient was discharged a few days later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a nurse noted that the catheter leaked urine. The nurse attempted to withdraw saline from the balloon; however, was unsuccessful. Subsequently, an attempt was made to instill saline; however, leakage was noted at the insertion site. The catheter was removed, and it was noted that the balloon had ruptured. It is unknown if there are any missing pieces. The catheter was placed on (B)(6) 2016. It was later reported that a scope was not done. The patient was discharged a few days later.